Event description:
In 10/2001, the user facility's purchasing informed the MFR's rep of the following: catheter fracture was discovered. Pt did not have symptoms of catheter fracturing. Discovered with radiology. Three inch piece separated and migrated to pt's pulmonary bed. The device and attached catheter were surgically removed. The piece that migrated was removed separately. Device removed in 2001.